Event description:
An arterial air alarm followed by a venous pressure high alarm occurred during a routine hemodialysis treatment. Rinseback was not performed due to clotting of the venous needle, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss is attributed to the operator not performing rinseback due to clotting of the venous needle. Facility staff was notified of the event and attributed the clotting and alarms to problems with the patient's access. This patient is reported as having a history of access problems. The cycler alarmed appropriately. A direct correlation between nxstage system one and the reported blood loss cannot be established. Nxstage medical considers this report closed. No add'l info will be provided.